Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# va045ul, implanted: 2013-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient didn¿t know ¿how to work this thing right.¿ it was stated the patient had increased stimulation but was still leaking like crazy. It was noted the patient had their stimulation set at 3.9 volts and was feeling stimulation. It was stated the patient had no therapeutic effect since implant. Reportedly, the patient had changed the setting four times so far and each time the patient kept the settings for a couple weeks. The patient had their stimulation set at 3.9 volts for about two weeks. It was also stated when the patient increased stimulation they could feel it but it was not the most comfortable feeling. It was further reported that since implant the patient was not getting therapy relief and their devices were not working. It was clarified that the patient was referring to the implant and the patient programmer. The patient was going 6 to 7 times to the bathroom at night since implant. The patient didn¿t know how to check the implantable neurostimulator (ins) to make sure the therapy was on and they declined help on how to use the programmer. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.